Manufacturer narrative:
The investigation determined that a discordant vitros anti- sars-cov-2 igg result was obtained from a single patient sample when processed using vitros cov2igg reagent lot 0160 on a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive result could not be determined with the information provided. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all qc fluid results were within the correct IFU interpretation region. Additionally, there is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely cause of the discordant results in this case is the vitros cov2igg test generated a false positive result for the sample under test. The vitros cov2igg IFU does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0160.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions centre (tsc) on behalf of a customer to report a discordant reactive vitros anti- sars-cov-2 igg (cov2igg) result obtained from a single patient sample when tested on a vitros 5600 integrated system. The vitros cov2igg result was considered discordant as non-reactive result was obtained for the same sample tested using a vitros anti- sars-cov-2 total (cov2tot) method. Patient 1 result of 6.24 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg result was not reported from the laboratory to a physician and was not used to aid in the diagnosis of sars-cov-2 infection. Patient management was not influenced based on the vitros results and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).